Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus and cursor did not align on the display screen. It was indicated that the connection from the display to the printed circuit board (pcb) required cleaning and reseating. It was also indicated that the microphone assembly failed testing and a keyboard hinge was broken. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus could not be calibrated after several attempts. The programmer was returned for service. There was no patient involvement.